Event description:
A malfunction alarm occurred with the pump during usage, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. The customer was unable to resolve the issue despite assistance and was unable to resume insulin therapy due to a recurring cartridge alarm. As a resolution, tandem technical support arranged to replace the pump, and the customer would use multiple daily injections as a backup therapy. The customer was given instructions for returning the faulty pump and putting it into storage mode.